Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2013, the patient underwent a primary left knee arthroplasty due to osteoarthritis. Depuy sigma knee implanted with three depuy cement products. The surgeon noted after cementation of the all-poly tibia, there was some bleeding from a lateral side of the joint in the lateral gutter. The site was inspected, and it was found to be inferolateral geniculate artery with bleeding. Multiple attempts were made to cauterize the bleed, but although the bleeding slowed significantly the surgeon was unable to get it completely with the knee in extension or in flexion. The surgeon elected to explant the tibial component to gain access to the bleeder, so the all-poly tibial tray was removed with an oscillating saw and stem lifted out of the cement mantle. The surgeon was able to isolate the anterolateral geniculate artery, and this was cauterized. The previous cement mantle was left in place and a new batch of depuy cement was used to implant a newly opened all-poly tibial component. Blood loss was estimated at 600 ml during the procedure. There is no evidence of blood transfusion nor intervention after cauterization. Doe: (B)(6) 2013. Left knee

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system.